Event description:
It was reported that the pump kept shutting down with an error message. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Customer issue was not confirmed. There were no signs of the pump shutting down or reporting any error messages. Visual test was performed. No defects were noted. The reported issue was not confirmed by the technician and the device will been submitted for functional and delivery testing. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed.the probable cause of the reported problem unknown.